Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-6: passed expiration date. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 50, 49 and 56 mg/dl. Customer stated she was not experiencing any diabetic symptoms when the results had been obtained. The customer¿s expected fasting blood glucose test result range is 90 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 10/28/2020 and customer stated that strips may have been opened for more than four months. Customer also stated that she does not always close the top of the test strip vial. The meter memory was reviewed for previous test result history (customer had difficulty reading the meter): result 1 : 99 mg/dl date: 9/22 time: 8:46am fasting result 2 : 50 mg/dl date: 9/20 time: 10:16am fasting result 3 : 56 mg/dl date: 9/20 time: 10:15am fasting result 4 : 49 mg/dl date: 9/20 time: 10:13am fasting result 5 : 145 mg/dl date: 9/15 time: 7:55am fasting

Manufacturer narrative:
. Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of (B)(6) 2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".